Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, the rotarex was noisy and the sound of occluded catheter gets activated. The hand part gets filled with a lot of blood and the helix get inside the housing was a leak, which leads to a lot of blood in the physician's hand. Further, there was a disconnection of the helix with the rotor at the end. After some try the catheter was not working properly again. The procedure was completed with a half good result, the rest of the thrombus was over stented. No harm to the patient but leftover thrombus in the iliac vessel.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using the rotarex catheter. During the procedure, the rotarex was noisy and the sound of occluded catheter gets activated. The hand part gets filled with a lot of blood and the helix get inside the housing was a leak, which leads to a lot of blood in the physician's hand. Further, there was a disconnection of the helix with the rotor at the end. After some try the catheter was not working properly again. The procedure was completed with a half good result, the rest of the thrombus was over stented. No harm to the patient but leftover thrombus in the iliac vessel. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for physically evaluation. During physical investigation a catheter was received. The test guide wire went through the catheter with slight resistance. The aspiration test was performed and lower aspiration level than nominal was achieved. Therefore, the investigation is confirmed for the reported malfunction. A clear root cause could not be identified. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.